Event description:
Further information was received from the physician's office that the death was unknown and cardiac arrest. It was noted that the patient was receiving treatment from the device at the time of the patient's passing.

Event description:
Patient reported to have passed away due to an unknown reason per the patient's physician. Obituary was obtained and noted that the patient passed away due to complications of epilepsy. No other relevant information has been received to date.